Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open, bleeding, and oozing sore under her breast. There was no alleged device malfunction contributing to the irritation. The patient's cardiologist gave approval for the lifevest to be removed for short periods of time, when the patient was under the supervision of her daughter-in-law. The patient also went to the emergency room for the skin irritation. The patient was admitted, and they administered IV antibiotics. Follow up indicated that the skin irritation improved.